Event description:
The customer reported that system would not fluoro. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the cmos battery and adjusted the 5v power supply. System is operating as intended. (B)(4).